Event description:
It was reported that during the procedure to insert the gore 18fr introducer sheath, the clinician tore the external artery. The pt had severe calcification of the external arteries. The tear was repaired with a 10mm vascular graft after the excluder bifurcated endoprosthesis was successfully deployed. There was no allegation of product deficiency made by the clinician.